Event description:
Customer reported the alarm sounds continuously at the nurse's station however, after troubleshooting it was found the alarm would not sound when the sensor was connected and no weight was on the sensor. The alarm would continue to flash green. The batteries have been replaced with a new supply and no visible damage to the outside of the alarm reported. The customer did not provide a date when discovered. No patient incident or injury reported.

Manufacturer narrative:
Product has been requested to be returned but has not been received. (B)(4).